Event description:
It was reported approximately five weeks post the implant of an implantable pulse generator (ipg) that the patient developed a pocket infection. The ipg system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.